Event description:
Ethicon j n j gynecare tvt was installed vaginally in (B)(6) 2009. Four weeks later, I developed double long pneumonia. Then onset of numerous urinary tract infections. Then erosions in bladder, vaginal wall twice, urethra, bowel and uterine and vaginal prolapse, hydrophenis (swollen kidney and blocked ureter), inability to feel urge to void, nerve damage, muscle spasms, muscle damage and stiffness and limping, numerous scars from surgeries, dark circles around eyes, general ill health, inability to walk far, up and down steps or sit for prolonged periods, inability to have sex, lifting restrictions. This device has wrecked havoc on my physical well being and overall quality of life. More than 80 doctor appointments, 11 surgeries so far plus 7 procedures, 16 different catherizations including a total of 6 weeks wearing one continuously. Poisonous feeling, increased allergies and asthma and reduced immune system, extreme fatigue, sleep deprivation, cognitive difficulties, depression, foreign body reaction. Now need reconstruction surgery to repair serious damage to my pelvic region. Constant pelvic pain and now mixed incontinence with severe incontinence. This device was used to treat minimal stress incontinence. Disability twice and now permanent disability from my job, financial devastation, mental anguish and suffering, post traumatic stress syndrome.